Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an infection associated with the lead. The lead status is unknown. No further patient complications have been reported as a result of this event.